Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised to use their current pump or an alternate method if necessary until the replacement arrives.